Event description:
It was reported that the user¿s ilet did not charge on the provided charging pad, as indicated by the charging light not illuminating despite attempts with a different outlet and power cycling. Symptoms included no adverse clinical effects, and the user¿s reported glucose was 150 mg/dl. Outcomes included provision of replacement supplies and completion of troubleshooting and education. Investigation included remote troubleshooting to verify power source changes and device reconnection steps. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctional power accessory. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.